Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk). Patient had stage 1 dlk on the right eye. Patient was treated with lotemax. No flap lift and rinse was performed. Uncorrected visual acuity (ucva) on (B)(6) 2013, was 20/30 on the right eye and 20/20 on the left eye. Patient's symptoms resolved on (B)(6) 2013. Ucva was 20/20 on the right eye and 20/20 on the left eye.

Manufacturer narrative:
Evaluation: amo's field service engineer was onsite to perform preventative maintenance. No issues were identified. System is within amo's specifications. Amo's clinical development manager spoke with the customer. Cdm does not feel dlk related to laser. Placeholder.